Manufacturer narrative:
Additional information reported.

Event description:
Additional information revealed that the device was replaced due to sizing issues. The cylinder measurements were inaccurate at implant due to the patient's curvature. No patient complications reported in relation to this event.

Event description:
It was reported that the patient's spectra penile prosthesis was replaced. The patient was down-sized from 20 cm length cylinders to 16 cm length cylinders. No patient complications reported in relation to this event.